Event description:
It was reported that there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). (B)(4). Currently, the device remains in service. No adverse patient effects were reported.